Event description:
A review of programming history in the programming history database was conducted. Systems diagnostic results indicating that high impedance results were obtained previously for which the manufacturer was unaware. The patient's device has continued to register high impedance for most of the duration of her implant, however, the dcdc code never increased from the original high impedance reading. No adverse events related to the high impedance have been reported to the manufacturer. All attempts for further information, regarding the issue, from the patient's treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure possible, but did not cause or contribute to a death or serious injury.